Manufacturer narrative:
This lead has been discarded and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinician that during a normal device replacement procedure, it was noted that this right atrial lead was fractured. Subsequently the local sales representative provided additional information that this right atrial lead was partially removed due to complications during this routine replacement procedure. Another procedure was then performed the next day where the entire lead was then removed out of service. A new system was successfully implanted. No adverse patient effects reported.